Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a one month follow up it was noted that the device and this right atrial (ra) lead were on the verge of coming through the skin, thus a repositioning procedure was scheduled. When performing the procedure it appears that the ra lead had insulation failure with the conductor appearing outside the lead body. The lead was extracted and replaced. The ra lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.